Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.phone. (B)(6).

Event description:
The customer reported that the device displayed a low battery alarm. There was no adverse patient impact reported.